Manufacturer narrative:
Model number/catalog number: sc-1132; serial number: (B)(4); batch/lot number: 17505772; model/catalog description: precision spectra ipg kit. Model number/catalog number: sc-2316-70; serial number: (B)(4); batch/lot number: 17489738 / 17561359; model/catalog description: infinion 16 lead kit 70 cm 6511. Model number/catalog number: sc-3400-30; serial number: (B)(4); batch/lot number: 17613422; model/catalog description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that splitters had high impedances. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that splitters had high impedances. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-3400-30, sn: (B)(4). Device evaluation indicated that the devices passed all tests performed and revealed no anomalies.

Manufacturer narrative:
Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the devices passed all tests performed and revealed no anomalies. Sc-2316-70 (sn: (B)(4)) device evaluoation indicated that the complaint of inadequate stimulation was confirmed. Visual inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead gets kinked after it exits the clik anchor resulting in the reported complaint.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that splitters had high impedances. The patient underwent an explant procedure and was doing well postoperatively.